Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found there to be a dead pixel line on the image. The representative performed a manual defect pixel mapping base calibration. The representative also noticed that the extended gain calibrations (which include pixel defect mapping) have not been updated since may, 2020. The issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 00710548 (rep, hcp): medtronic received information regarding an imaging system being used during a procedure. It was re ported that there was a ring artifact on a 3d scan. There was no patient harm reported. Additional information received from a manufacturer representative reported that this was during a spinal procedure. The delay was less than an hour. The navigation was not aborted. The site took a second spin and the artifact was still present, so they then moved the imaging region so that the artifact was not impacting the region of operation.